Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient was receiving 28 day infusion of blinatumomab and while at home, dad noticed blood was backing up in the ivad tubing. He also noticed some drops coming from where the ivad tubing and the cap meet. Dad and patient came to the unit as a hot after hours appt. I assessed the tubing and when drawing back on the ivad only air was drawn. When flushing the ivad I noticed drops where the ivad tubing and cap meet. The ivad tubing had cracked. Impact of incident: pt lost blinatumomab infusion from 1151 to 1321 (1151 was when dad saw the problem. 1321 was when a new blinatumomab bag and line were restarted). No apparent harm - reached patient/person, inconvenient. No other information was provided.